Event description:
During a cataract extraction procedure the patient reportedly received a corneal burn in the operative eye. The patient later developed a secondary infection that has resulted in a loss of visual acuity. The patient is continuing to receive treatment.